Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after insertion, water in the balloon flowed back to the funnel area and the funnel area was inflated.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Visual inspection of the exterior sample did not find any evidence of a failure that would support the reported event. The catheter inflated with air, while submerged in water. And noted, no air bubbles leaking from the catheter. The catheter inflated with 10ml of water and performed a leak test. On the seventh day, the balloon was fully inflated with no signs of leakage. The catheter was dissected and inspected the rubberize layer and confirmed, no leakage along the rubberize layer of the lumen. The returned sample had met specifications. The device did not fail to meet the relevant specifications. The product used for the urological care. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine, because the reported event was unconfirmed. The device history record was reviewed. And found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon]. (4) do not hold the device with forceps, etc., avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported, that after insertion, water in the balloon flowed back to the funnel area. And the funnel area was inflated.